Event description:
The issue was with the aspen surgical needle nest, p/n st-05ns, not adhering very well to the table. There were seven (7) sharps already in the needle nest. The doctor needed more lidocaine. This would be the sharp that provided the needle stick. When the lidocaine was pulled out from the block, the entire sharps block came with it. The tech was stuck by the lidocaine needle. The lidocaine needle was contaminated as it had already been used three (3) other times. Aspen was notified of this issue by our customer, cardinal health, who distributes to the healthcare facility where the incident occurred.

Manufacturer narrative:
The actual device was destroyed by the user facility and was not returned. We do have product in-house from the same lot number that is undergoing investigation. The evaluation of the product is still in process. We will follow-up when we have the completed root cause analysis. Root cause is not yet available as the evaluation is still in process. We are able to test product of the same lot as suspect device.